Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. Corrections: f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was a female and was 62 years old. The patient was given the replacement of bard foley catheter on (B)(6) 2022 at 14.00. On (B)(6) 2022, the patient was admitted to the intensive care unit (ICU) for the second time and there was no replacement of the catheter during this period. On (B)(6) 2022 at 7.30, the patient¿s urinary catheter slipped out and the balloon of the urinary catheter was found to be ruptured. It was fixed in place for the second time and it was properly fixed. The urinary catheter was not pulled at all and it had been indwelled for 24 days. The doctor was reported to replace the budd catheter. The user checked that the catheter balloon was intact and not damaged during the operation. After placing the catheter, 30ml of normal saline was injected into the balloon to fix the catheter. The patient was diagnosed for right open tibia and fibula lower end fracture, right tibial plateau fracture, right foot fourth and fifth metatarsal fracture, multiple pelvic fracture, sacrum fracture, thoracic vertebra fracture t9, right scapula coracoid fracture and high blood pressure disease. There was a two-year history of high blood pressure. On (B)(6) 2022, external fixation stent combined with vsd drainage, vascular anastomosis and debridement was performed in the emergency department. Because of the patient¿s multiple body injuries and hemorrhagic shock, the customer continued to monitor and support the treatment after surgery including respiratory support, anti- infection, acid suppression and symptomatic treatment. On (B)(6) 2022, right calf debridement along combined with vsd negative pressure suction was performed and the patient was returned to continue anti-infection and supportive treatment after surgery. On (B)(6) 2022, under general anesthesia, the patient underwent right tibial plateau fracture open reduction and internal fixation combined with bone grafting and right fibula open reduction and internal fixation combined with right calf expansion and vsd negative pressure suction. The patient returned to the ward after operation. On (B)(6) 2022, after aerosol inhalation, the patient suffered sudden dyspnea, shortness to breath and decreased finger pulse oxygen. The patient then received sputum suction, suction, endotracheal intubation, air bag-assisted breathing and other treatments. The patient continued to breathe with machine assisted breathing, anti-infection and other supportive treatment. On (B)(6) 2022, ultrasound-guided thoracentesis was performed due to pleural effusion. Per follow up information received via ibc on 24sep2022, it was stated that there were no missing pieces of balloon found inside the patient and saline was used to inflate the first catheter. It was unknown if there were any issues with the second catheter that was inflated with 30 ml normal saline.

Event description:
It was reported that the patient was a female and was 62 years old. The patient was given the replacement of bard foley catheter on (B)(6) 2022 at 14.00. On (B)(6) 2022, the patient was admitted to the intensive care unit (ICU) for the second time and there was no replacement of the catheter during this period. On (B)(6) 2022 at 7.30, the patient¿s urinary catheter slipped out and the balloon of the urinary catheter was found to be ruptured. It was fixed in place for the second time and it was properly fixed. The urinary catheter was not pulled at all and it had been indwelled for 24 days. The doctor was reported to replace the budd catheter. The user checked that the catheter balloon was intact and not damaged during the operation. After placing the catheter, 30ml of normal saline was injected into the balloon to fix the catheter. The patient was diagnosed for right open tibia and fibula lower end fracture, right tibial plateau fracture, right foot fourth and fifth metatarsal fracture, multiple pelvic fracture, sacrum fracture, thoracic vertebra fracture t9, right scapula coracoid fracture and high blood pressure disease. There was a two-year history of high blood pressure. On (B)(6) 2022, external fixation stent combined with vsd drainage, vascular anastomosis and debridement was performed in the emergency department. Because of the patient¿s multiple body injuries and hemorrhagic shock, the customer continued to monitor and support the treatment after surgery including respiratory support, anti- infection, acid suppression and symptomatic treatment. On (B)(6) 2022, right calf debridement along combined with vsd negative pressure suction was performed and the patient was returned to continue anti-infection and supportive treatment after surgery. On (B)(6) 2022, under general anesthesia, the patient underwent right tibial plateau fracture open reduction and internal fixation combined with bone grafting and right fibula open reduction and internal fixation combined with right calf expansion and vsd negative pressure suction. The patient returned to the ward after operation. On (B)(6) 2022, after aerosol inhalation, the patient suffered sudden dyspnea, shortness to breath and decreased finger pulse oxygen. The patient then received sputum suction, suction, endotracheal intubation, air bag-assisted breathing and other treatments. The patient continued to breathe with machine assisted breathing, anti-infection and other supportive treatment. On (B)(6) 2022 and on (B)(6) 2022, ultrasound-guided thoracentesis was performed due to pleural effusion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.